Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Balseals on two articular surfaces were damaged during surgery. One articular surface has damaged balseals. One articular surface has a missing balseal. Update: 12/3/2015. Email received from complaint analyst states, "upon evaluation of the returned trials, device (B)(4) has a missing balseal, and device (B)(4) has a damaged balseal."

Manufacturer narrative:
Examination of the returned device confirms the reported event a missing balseal. Hhe/qrb (quality review board) (B)(4) recommended a device correction which was initiated on (B)(4) 2015. CAPA (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.